Event description:
On (B)(6), the lay user/ patient's mother contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient's mother reported unspecified blood glucose result(s) with the subject meter and unspecified result(s) on another meter, performed on an unspecified time of each other. The patient's mother indicated the patient did not experience any symptoms or seek any medical attention because of the reported issue. The results for the expected values for the meter to meter accuracy testing cannot be determined, therefore this complaint is being reported.

Manufacturer narrative:
(Serial #) information was not provided.